Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) reported that the patient's cervical lead was replaced on (B)(6) 2016 because there was a fracture. The rep saw patient on (B)(6) 2016 and he was doing ok and pain relief and hand coloration was good.

Manufacturer narrative:
References: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a fall and since then the patient had lost stimulation. There was a reported lead issue. It was reported that a revision and not occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.